Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine pre-discharge check after initial implant. Upon interrogation, it was noted that the right atrial lead was lining up with ventricular signals. Chest x-ray confirmed that the lead had dislodged. The lead was repositioned. Patient was stable.